Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the field clinical representative (fcr) that the physician stated this pacemaker was programmed to sense and pace both the atrium and ventricle mode with a fixed sensitivity setting of 0.15 millivolts (mv). The device displayed atrial noise (an) markers, which limited the troubleshooting options available to technical services (ts). Ts explained that highly sensitive programming can cause the device to misinterpret atrial fibrillation as atrial noise, resulting in incorrect marker readings. Furthermore, ts recommended adjusting the automatic gain control (agc), and the fcr reported improved device performance following this adjustment. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported by the field clinical representative (fcr) that the physician stated this pacemaker was programmed to sense and pace both the atrium and ventricle mode with a fixed sensitivity setting of 0.15 millivolts (mv). The device displayed atrial noise (an) markers, which limited the troubleshooting options available to technical services (ts). Ts explained that highly sensitive programming can cause the device to misinterpret atrial fibrillation as atrial noise, resulting in incorrect marker readings. Furthermore, ts recommended adjusting the automatic gain control (agc), and the fcr reported improved device performance following this adjustment. No adverse patient effects were reported. This device remains in service. Additional information indicated that the an markers appeared due to fine p-waves during atrial fibrillation (af). No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and e1. At this time, no further information is available. Should additional information become available this report will be updated.